Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis versapulse console with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure and inside the patient, it was noted that the fiber tip broke off while lasering a stone. They continued and completed the case with the same flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.